Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during a patient event the device displayed either a false asystole or a dashed line on the pads ECG waveform. There was no patient harm.